Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a mildly tortuous and severely calcified popliteal artery. Poba was performed using a 4.00mm/1.5cm/140cm small peripheral cutting balloon after crossing the guidewire. However, due to calcification the balloon ruptured on the second inflation at about 6atm. The device was simply pulled out of the patient's body and the procedure was completed with another of the same device. No complications reported and the patient's condition post procedure is good.